Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his drive support cap was damaged. The patient's blood glucose at the time of incident was 302 mg/dl. Troubleshooting was initiated for the physical damage. The customer stated the device was dropped once or twice but nothing recently. The customer' s drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.